Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. A bin file review showed no "batt crt" in the log was ever found which confirms the transmitter never sent the "transmitter failed error" to the receiver/smart device. As a result the customers complaint of transmitter failed error cannot be confirmed. A root cause could not be determined.